Manufacturer narrative:
Insulin pump received with button error alarm and no act button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The act button on the insulin pump was unresponsive when she attempted to enter her blood glucose. Customer's blood glucose level was 132 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.